Manufacturer narrative:
Patient weight, ethnicity and race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -11.0 diopter was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a longer length lens due to low vault. The problem was resolved. Cause was reported as unknown.